Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and passed all manufacturing specifications. However, it was noted that the device had corroded contacts which could affect the function of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was observed that the two inside bays did not work on the universal battery charger device. There were no delays in the surgical procedure. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.